Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue occurred during ventilation, nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description from biomedical engineer: 'started preventive maintenance. Noticed 10 tf5507 alarms in history. Contacted service technician from hamilton and did troubleshooting. He told me to change the sensor board. This event previously occurred during patient use, but it was never reported."

Event description:
Hamilton medical ag received the following incident description from biomedical engineer: 'started preventive maintenance. Noticed 10 tf5507 alarms in history. Contacted service technician from hamilton and did troubleshooting. He told me to change the sensor board. This event previously occurred during patient use, but it was never reported."

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description from biomedical engineer: 'started preventive maintenance. Noticed 10 tf5507 alarms in history. Contacted service technician from hamilton and did troubleshooting. He told me to change the sensor board. This event previously occurred during patient use, but it was never reported."